Event description:
It was reported that the patient was hearing alerts. The alert was determined to be from an appropriate shock which had not been cleared by the programmer, and so the alert continued to sound. The patient received another shock, but follow-up with the physician's office could not determine the appropriateness of the shock. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.